Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as the customer did not have additional pump supplies available, the customer was not blousing properly with the pump in order to conserve insulin in the cartridge. Subsequently, customer's blood glucose (bg) was elevated (value not provided). Insulin injection was administered to address bg. Customer reverted to using insulin injections until pump supplies are obtained.